Event description:
It was reported that the device jammed on bowel, when attending the distal resection. The procedure was converted to open to remove the instrument. The instrument appears to have not been reloaded after the first fire. The surgeon placed it insitu, for the distal stapling and resection. At this stage, the device would not fire and it appears it has been forced beyond the safety lockout. The knife blade that normally is in the shaft of the device is present and distorted in the cartridge reload.